Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient's pre-discharge testing, phrenic muscle stimulation was observed with this newly implanted left ventricular lead. The physician elected to surgically intervene and reposition the lead's location. During the revision, the lead was successfully repositioned; however, a pneumothorax was confirmed following completion of the procedure. The pneumothorax was treated with no further adverse patient effects reported. The physician alleged no allegations against the boston scientific product.